Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable results from coaguchek xs pro meter serial number (B)(4) compared to a laboratory using an unknown reagent. Patient 1: at 4:13 am, the meter result was 3.6 inr and at 5:00 am, the laboratory result was 2.45 inr. Patient 2: on (B)(6) 2019 at 4:06 am, the meter result was 1.9 inr and at 4:47 am, the laboratory result was 2.55 inr. Patient 3: on (B)(6) 2020 at 3:38 am, the meter result was 3.3 inr and at 4:44 am, the laboratory result was 1.08 inr.